Event description:
This is the first of two events for the same patient. It was reported that via pelvic exam approx two weeks following anterior repair and posterior repair procedures in 2008, the doctor observed visible mesh underneath the suture line approx 2 cm long x 1 cm wide on the posterior and 1 cm long x 2 cm wide on the anterior. Patient did not experience any symptoms. The doctor treated the pt with metrogel and estrogen cream and watchful waiting for 4 weeks. The mesh exposure was not resolved in that time. On the following month, the doctor scheduled the pt for surgery on the next month. On the same day, the doctor trimmed both the anterior and posterior implants and reclosed the incision. Current status of pt was described as doing well with no additional delayed healing one week post-op.

Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Baseline report previously filed.